Manufacturer narrative:
Other, other text: device evaluation: one opened package and two photos were provided for investigation. The photos show a broken collar on a used device; a non ICU medical luer connector IV pigtail is also seen in the photos. The actual device was not returned for investigation. Visual inspection of the provided sample revealed that the luer fitting was chipped, and a portion of the locking collar (which surrounds the luer) was broken off. The broken portion was not returned. The condition of the sample did not allow for testing to be conducted. A possible explanation for the observed issue maybe from not following the instructions for use (IFU) procedure. The IFU advises against using the device as a direct draw, and instructs the user to use a blood collection set. The damage observed with the provided saf-t holder seemed to suggest that a sideways force may have been inadvertently applied as the luer was either being connected to, or while attempting to remove it from an undetermined connection. It is also possible that a larger size blood culture vacuum tube/bottle may have acted as a leverage fulcrum point. It is not known what device or connection was used in conjunction with the returned saf-t holder, blood culture device. It is feasible that this interaction may have contributed to the issue observed by the customer. Although the complaint was confirmed it cannot be determined how the luer breakage occurred. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during receipt of the fully assembled products, to suggest an issue of this nature would occur with this lot of products. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that the "end part broke off". Significant blood leakage occurred. There was no patient harm, injury, or adverse effects.